Event description:
Procedure: carotid endarterctomy. According to the reporter: the procedure was on (B)(6) 2013, for a carotid endarterectomy procedure with a patch. On (B)(6), the surgeon had to operate on the patient again because of bleeding due to suture failure (broken suture thread). The patient expired.

Manufacturer narrative:
(B)(4).